Event description:
Customer reported some pts had complained that the transfer set had fallen off and some said the adapter was not tight. The sets twist on-does not leak but does not appear to be flush. Customer reported they use a kendall quinton bata cap transfer set and has been using it for several years. Over last six months they have noticed that the cap does not fit well on the transfer set. Cap does not always tighten down. Custer reported they had used 2 different sets on one pt. Samples of quinton adapter and transfer set have been requested for testing. Nurse stated there had been no pt injury and not medicla intervention required.